Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a coronary diagnostic procedure which was completed as planned after the foot-switch cable was reseated with the table. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was intermittently unavailable, causing blank images during operation. Upon functional testing, the fse determined that the issue was caused by a loose foot-switch cable connector from the table socket. To resolve the reported issue the fse reseated the foot-switch cable with the table, retightened the connector, and arranged the cable to prevent detachment. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the fluoroscopy was intermittently unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.